Manufacturer narrative:
This is report 2 of 2 filed for this event. Refer to manufacturer report: 3008853977-2016-00201. The device is not available to the manufacturer.

Event description:
During a coil embolization procedure, it was reported that a coil (subject device) pre-detached inside the microcatheter. The physician indicated that the microcatheter radiopaque was visible under fluoroscopy. The physician removed the coil and microcatheter; however, decided to use the same microcatheter a second time in order to continue with the procedure. The microcatheter was steam shaped and under fluoroscopy the physician was able to observe that there was no radiopaque marker on the distal tip of the microcatheter. The physician confirmed that the radiopaque marker was not in the patient¿s body. The patient was discharged in good condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath. Visual inspection of the device revealed that the detached/separated due to a physical break at the detachment zone. The main coil was found to be kinked as well. Functional testing could not be performed due to the damaged condition of the returned coil. The device was confirmed to be in good condition prior to use. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
During a coil embolization procedure, it was reported that a coil (subject device) pre-detached inside the microcatheter. The physician indicated that the microcatheter radiopaque was visible under fluoroscopy. The physician removed the coil and microcatheter; however, decided to use the same microcatheter a second time in order to continue with the procedure. The microcatheter was steam shaped and under fluoroscopy the physician was able to observe that there was no radiopaque marker on the distal tip of the microcatheter. The physician confirmed that the radiopaque marker was not in the patient¿s body. The patient was discharged in good condition.